Event description:
(B)(4). The pendant is being quoted out. Dealer states when the lift is turned on it starts rising automatically and then the user shakes the remote and pushes the down arrow. But in order to stop it from rising they have been pushing on the red emergency button.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rpl450-1, serial number/date code (B)(4) is approximately four year old. The owner's manual part number 1078987 rev. I (jun-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.